Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.